Manufacturer narrative:
Device evaluation: visual inspection revealed that one of the pins in the u-joint was missing. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that one side of the u-joint on an optio-c u-joint awl was broken so that the tip does not maintain its position. Another instrument in the optio-c core set was used to complete the case without patient impacts.